Event description:
It was reported that after selecting the microcatheter and entering web to deploy, the physician tried to detach the web because the shape and position of the web were good but couldn't detach it. The physician repeated the detachment several times and tried to change the position of the microcatheter and web several times, but couldn't detach it, so he tried to retrieve it and used a new web and finished the procedure. No reported injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
See h10.

Manufacturer narrative:
The investigation of the returned web system found the implant to still be attached to the pusher with no signs of using a detachment controller. The unit failed continuity and resistance testing. Inspection of the pusher found the proximal connector kinked at the brown lead wire joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.